Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on 07/16/2023. Prior to inserting this sensor, the patient stated that the previous two sensors that were inserted failed. When this sensor was inserted on 07/16/2024, it also failed and the patient was not receiving cgm readings. The patient started talking to his son and his son could not understand him so he took him to the hospital. Before they left the house the patient lost consciousness. The patient was taken to the hospital and there they took a bg reading which was over 1000 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin. The patient regained consciousness and at the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.